Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, intermittent inaccurate fill estimates. Reportedly, the cartridges were filled with approximately 200 units of insulin. At the time of the reported event, the insulin gauge displayed 36 units. The customer¿s blood glucose level was 88 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.